Event description:
It was reported that a ¿couple of years ago¿ the tubing got disconnected and since then the patient has had pain at the site of the port at refills session. The pump had been used to deliver morphine. Interventions and outcome were not reported. Further follow- up is being conducted to obtain the information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).